Manufacturer narrative:
Novocure received additional information on july 04, 2024, from the prescribing physician, that the patient was hospitalized following a seizure. Treatment included antiseizure medication (levetiracetam). Reportedly, the patient underwent a surgical resection on (B)(6) 2024, for suspicion of tumor recurrence. Optune gio therapy was planned to be resumed in (B)(6) 2024. The physician assessed the event as not related to optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall and the seizure were unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 54-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. Novocure was informed on may 30, 2024, that the patient was hospitalized from (B)(6) 2024, following a seizure. As a result of the seizure the patient fell and sustained three lacerations on the right side of his head in the temple area. Reportedly, the patient was using optune gio therapy at the time of the event. No treatment details were provided. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, the spouse reported the patient experienced disease progression and would be admitted for recurrence surgery on (B)(6) 2024. The prescribing physician was contacted for further details without reply.